Event description:
The customer reported to olympus that the hd camera head was not working, and there was no image. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was found to be due to a faulty cable. Additional findings were as follows: a cracked connector, the device failed leak test, and the device had a faded serial plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the cable defect caused the poor communication failure. The root cause of the cable defect was not identified. This issue is addressed in the instructions for use (IFU): ¿the following items were confirmed in the instructions for release of the product. Warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. While uncoiling the camera cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the camera cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the camera cable. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.